Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first stapling of the stomach on a laparoscopic bypass gastroplasty, the jaws of the reload locked and cut the stomach instead of stapling. This resulted to an unanticipated tissue loss and bleeding due to the event. It was stated that the surgical time was extended more than 30 minutes. The surgeon used another device in order to seal the stomach. An extension of 2 days in the intensive care unit (ICU) was also noted.